Event description:
On (B)(6) 2015, patient received hyaluronate sodium (hyalgan) into both his right and left knees at an outpatient clinic. On (B)(6) 2015, patient presented to hospital with complaints of increasing right knee pain, edema, and swelling of that area. Patient denies symptoms in left knee. Right knee arthroscopy was performed with debridement and arthroscopic lavage. Patient was diagnosed with septic arthritis as synovial fluid had wbc = 106,000 and "few streptococcus gordonii" was isolated.